Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon customer was implanting attune cementless femoral component when impaction handle & modular femoral impactor broke in the process. The patient was not harmed during event & all pieces were reconciled. Nothing was lost & there were no delays during case. Occurrence due to daily wear & tear with also impaction of cementless implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination, therefore unavailable for a physical evaluation. However a photograph was provided. Upon visual inspection of the photograph, the handle was found broken in two (2) more pieces. No other anomalies were noted. The reported complaint was confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.